Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter (lot number unknown) and suffered pericarditis. The patient¿s medical history is unknown. During a follow-up visit, the patient was diagnosed with pericarditis and was prescribed indomethacin. The patient was noted to be in improved condition and is expected to fully recover. The physician¿s opinion regarding the cause of this adverse event is that this is possibly device and procedure related. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. Concomitant products: carto 3 (serial and model # unknown), stockert generator (serial and model # unknown), cool flow pump (serial and model # unknown), lasso nav eco catheter(lot and model# unknown)- customer disposed of, soundstar catheter (lot and model# unknown) - customer disposed of, 8f preface sheath (lot and model# unknown) - customer disposed of. Manufacture¿s reference no.: (B)(4).